Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported that during a colon resection procedure only one side of the stapeline deployed and the otherside did not deploy formed staples. They handsewed the side that did not deploy formed staples. The case was extended two and one half hours, due to the malformed staple cleanup, and suturing that was required. The device is being held by the facility. The pt is stable.